Event description:
The customer states that the wings and bands are weak. The wing was so small and flimsy, it was hard to get a grip and push the medicine through the needle. No adverse event to the patient.

Manufacturer narrative:
(B)(4).